Event description:
It was reported that while performing an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable temperature display issues. The procedure was completed with no patient consequence by replacing the catheter. The bwi failure analysis lab (fal) received the device for evaluation and discovered char on the proximal end of the tip dome. As such, this event is reportable; the awareness date was reset to (B)(6) 2014 for this complaint, the date of the fal lab discovery.

Manufacturer narrative:
(B)(4) it was reported that while performing an ablation procedure with a thermocool smarttouch uni-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable temperature display issues. The bwi failure analysis lab (fal) received the device for evaluation and discovered char on the proximal end of the tip dome; the awareness date was reset to 12/12/2014 for this complaint, the date of the fal lab discovery. The returned device was visually inspected upon receipt and char was found on the proximal end of the tip dome. Per char condition and temperature defect reported the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires had an intermittence electrical leakage problem near the dome. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The customer complaint regarding a temperature issue has been verified. However the root cause of the char remains unknown. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. Manufacture¿s reference no.: (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.